Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with approximately 150 units of insulin. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.